Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data for cerebrospinal fluid glucose and urine glucose, which indicated results were out of range on the day of event. Samples were not run while qc were out of range. Ccc reviewed the instrument data and found imprecision for calibrator recovery. A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted the bottom of cuvette value for sample probe 2. The cse performed a precision testing and calibration, which passed. The cse ran qc, which were within range. The cause of the discordant, falsely depressed glucose results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose results were obtained on three patient serum samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose results.